Event description:
This is a spontaneous case report received via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer reported that she had the essure procedure done in 2012 after the birth of her fourth child. She only had one tube and one ovary due to an ectopic in 2003. Three months essure confirmation test showed complete blockage. Consumer stated that she has had multiple complications since then. She has gone back to physician and he said basically she was fine and it was nothing. She felt very insulted and stated that she knew something was wrong with her and no one would listen. She has suffered from 2 miscarriages, multiple cysts on ovary, severe dysmenorrhea, abdominal pain, low back pain and painful intercourse. Consumer finally went to another doctor who did a vaginal exam and vaginal ultrasound. It showed large cyst on right ovary and large and swollen ovary. Physician also could not see the implant on that die but did see the one on left where tubes were supposed to be (consumer had left salpingo-oophorectomy in 2003). Implant was not seen on right side. The doctor who placed it said "it went somewhere" when consumer asked where he put it, considering she had nothing there. Consumer was tired of repeated emergency room visits and pain shots and, on unspecified date in 2014, she had to have a complete hysterectomy due to her severe complications and pain. When physician removed everything he said her essure implants have gone through her tubes and perforated her uterus. She has suffered all this pain and that was the cause. According to reporter, first of all, she should have never had it placed due to the fact that she only have one tube and ovary; second due to the fact she had a previous ectopic and third because she wanted a tubal and the patient is always right. She has suffered for so long and now has a hip to hip incision with 32 staples all because the essure failed and doctor failed her. Second miscarriage was reported in case (B)(4). The product technical complaint (ptc) investigation and final assessment were received on (B)(6) 2015. The bayer reference number for the ptc report is: (B)(4) final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that physician could not see the implant on that die, essure implants have gone through tubes and perforated uterus (considered as uterine perforation). She also had a miscarriage. The event uterine perforation was considered serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and the mechanism of perforation are not known. It was reported that the uterine perforation was diagnosed after undergoing a complete hysterectomy. Based on the information received, a causal relationship between this event and suspect insert cannot be excluded. Regarding miscarriage (serious due to medical importance and unlisted) (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, gestational age has not been provided. Given the above mention information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to the insert. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information was received on 28-apr-2015. Consumer's initials were provided. On (B)(6) 2012 essure lot number a50514 was implanted. On (B)(6) 2014 essure was removed. No further information was provided. The product technical complaint investigation and final assessment were received on 06-may-2015. The bayer reference number for the ptc report is: (B)(4). Ptc updated upon lot number receipt: a50514; production date: 9/2012; expiration date: 9/2015. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. (B)(4) further ae case reports have been received to date in relation to the reported batch, of which (B)(4) cases refer also to similar lack of efficacy type of event. No unusual pattern could be identified. No complaint sample was provided for a technical investigation. The batch documentation of the reported batch was reviewed. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that physician could not see the implant on that die, essure implants have gone through tubes and perforated uterus (considered as uterine perforation). She also had a miscarriage. The event uterine perforation was considered serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and the mechanism of perforation are not known. It was reported that the uterine perforation was diagnosed after undergoing a complete hysterectomy. Based on the information received, a causal relationship between this event and suspect insert cannot be excluded. Regarding miscarriage (serious due to medical importance and unlisted) (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, gestational age has not been provided. Given the above mention information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to the insert. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. The updated product technical analysis (with lot number) concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information is expected.

Manufacturer narrative:
Ptc investigation result received on 28-aug-2015 ptc result received without any changes. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that physician could not see the implant on that die, essure implants have gone through tubes and perforated uterus (considered as uterine perforation). She also had a miscarriage. The event uterine perforation was considered serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and the mechanism of perforation are not known. It was reported that the uterine perforation was diagnosed after undergoing a complete hysterectomy. Based on the information received, a causal relationship between this event and suspect insert cannot be excluded. Regarding miscarriage (serious due to medical importance and unlisted) (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, gestational age has not been provided. Given the above mention information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to the insert. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. The updated product technical analysis (with lot number) concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: (B)(4)) on 15-jan-2015. The most recent information was received on 23-jun-2017. This retrospective pregnancy case was reported by a regulatory authority and describes the occurrence of uterine perforation ("could not see the implant on that die/essure implants have gone through tubes and perforated uterus") and abortion spontaneous ("miscarriage") in a female patient (para 4) who had essure (batch no. A50514) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure" and medical device monitoring error "essure inserted in patient with only one tube and ovary". The patient's past medical history included parity 4, ectopic pregnancy in 2003 and left salpingo-oophorectomy. Concurrent conditions included postpartum state. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and back pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device ("pregnancy with essure"), ovarian cyst ("multiple cysts on ovary/ large cyst on right ovary"), dysmenorrhoea ("severe dysmenorrhea"), dyspareunia ("painful intercourse") and ovarian enlargement ("ovary was large and swollen"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, ovarian cyst, dysmenorrhoea and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, dyspareunia, ovarian cyst, ovarian enlargement and uterine perforation to be related to essure. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. Quality-safety evaluation of ptc: final assessment- since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. Ten further ae case reports have been received to date in relation to the reported batch, of which 3 cases refer also to similar lack of efficacy type of event. No unusual pattern could be identified. No complaint sample was provided for a technical investigation. The batch documentation of the reported batch was reviewed. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 23-jun-2017: case 2015-012717 is a duplicate of case 2014-180723. Therefore, case 2015-012717 was marked for deletion.